Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information from the health care professional of the clinical study reported the patient presented with suprapubic epigastric and lower back pain for two days. The patient also had flatulence. The patient's bowel sounds were normal but they did have a tender distended abdomen. They were treated for a urinary tract infection which was complicated by urinary retention and abdominal pain. The patient was taught to self-catheterize and their abdominal pain was evaluated by surgery for possible pacemaker involvement. Probable need for adjustment of stimulator was noted. The patient was treated for hyperglycemia and stabilized. The chronic abdominal pain had worsened with nausea and vomiting. The worsening abdominal pain with nausea and vomiting was noted as resolved without sequelae. Indication for use is drug refractory gastroparesis of idiopathic or diabetic origin. Patient has poorly controlled diabetes mellitus, diabetic nephropathy, diabetic neuropathy, pyelonephritis, pcos, htn, hld, pancreatitis, multiple skin abscesses, sleep apnea, depression, post-traumatic stress disorder.

Event description:
The healthcare provider (hcp) from a clinical study via a manufacturer representative reported the patient had worsening abdominal pain for the past two days with nausea and non-bilious and non-bloody vomiting. The patient had recently been discharged on (B)(6) 2015, after receiving a gastric pacemaker. The patient had failed trial of void and was discharged with a foley catheter and follow up appointment with urology. The patient had pain at baseline at the time of discharge but on (B)(6) 2015, it became increasing worse throughout the day. She had the continuous urge to void with a burning sensation. The pain became increasingly severe and she went in for treatment. The patient was found to have an increased anion gap metabolic acidosis and urinalysis was suspicious for a urinary tract infection (uti); the signs and symptoms were consistent with a foley catheter associated uti. The patient was given 12 units insulin lantus, an insulin infusion and one dose of intravenous ceftriaxone. The patient was discharged from the hospital on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).